Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd micro fine plus¿ insulin pen needles clogged during use and failed to deliver medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug didn't come out from the 4 needles."

Manufacturer narrative:
Investigation: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 4 bd micro fine plus¿ insulin pen needles clogged during use and failed to deliver medication. The following information was provided by the initial reporter, translated from japanese to english: "drug didn't come out from the 4 needles."